Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Diopter: -09.50. (B)(4). A lens work order search found one similar complaint within the work order (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014 and excessive vault was noted the next day. The lens was exchanged for a shorter lens and the problem was resolved. Patient's last ucva was 20/20.